Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a damaged lens and a doubled beeping. The product fault occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "high pressure" alarm in the ehl, and when inserting the batteries the pump powered up to double beeping "no cassette" alarm. The downstream occlusion (dso) sensor was contaminated. The cause of the customer reported problem was the contaminated dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.